Event description:
Per the field clinical specialist (fcs), approximately 6 years and 5 months post successful implant of a 26mm sapien 3 valve, with minimal paravalvular leak (pvl). The pvl was recently found to be more severe and the patient is being evaluated for repeat balloon valvuloplasty or a valve in valve procedure. No follow-up procedures have been scheduled, no allegations of product non-performance have been made.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update to h6; investigation conclusion. The complaints for paravalvular leak and central regurgitation were confirmed based on medical reports. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, central regurgitation was a new finding identified only after a valve in valve (viv), per the 3-month tee. It is possible that the viv resulted in increased effective orifice area (eoa) in the first thv sapien 3 valve (s3) during deployment of the second sapien 3 ultra valve (s3u). Since the (s3u) landed below the original s3 (with no overlap between the two) as opposed to inside it, this could have increased the valve diameter for the s3 due to over-expansion. The increased diameter can in turn give rise to central regurgitation by interfering with proper closure of the leaflets (e.g. Leaflet gap). It is also possible that the resulting valve-above-valve configuration had an impact on the forward blood flow (e.g. Turbulence) due to the low seated second thv, which could potentially interfere with proper leaflet function. In this case, available information suggests that procedural factors (over-expanded valve, malpositioned interventional thv) may have contributed to the reported event.

Manufacturer narrative:
The planned intervention of a valve in valve procedure took place and was reported under medwatch number 2015691 2022 07855. The complaint for paravalvular leak was confirmed based on the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "6 years and 7 months post-implant of a 26mm sapien 3 valve, the valve had pvl. A 26mm sapien 3 ultra was implanted in a valve-in-valve procedure." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. A review of medical records revealed progressive valvular disease, as indicated by development of cardiomyopathy and severe mitral regurgitation in addition to aortic valve pvl. It is possible that the resulting heart disease had influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve, and thus, giving rise to the paravalvular leak. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event.

Event description:
A 26mm sapien 3 ultra was implanted in a valve-in-valve procedure 6 years and 7 months post-implantation. The 26mm sapien 3 ultra was positioned with the top of the crimped valve just above the bottom of the first row of cells and deployed under pacing. The valve slid slightly ventricular and then appeared to have foreshortened from the top. There was minimal overlap of the two valves and then the second valve slipped slightly ventricular and there was a slight separation between the two valves. The decision was made to leave the valve for now and continue to re-evaluate. The second thv appeared stable, and the leaflets of both valves were functioning.

Event description:
Upon review of medical records, the patient is now approximately 6 years post transcatheter aortic valve replacement. There is no evidence of recurrent aortic stenosis. Review of serial echocardiograms have shown that the patient has developed some degree of perivalvular leak which is probably very significant. This was known prior to the transcatheter mitral valve repair, a decision was made to proceed with the repair at that point as to be the most reasonable. The patient does need reassessment of their aortic insufficiency as they may need further balloon dilatation of their edwards prosthesis. Plan to repeat an echocardiogram. Further plans will be discussed with regards to the patient aortic prosthesis. This may be some of the reason the patient continues to be weak and breathless, and in some chronic heart failure.

Manufacturer narrative:
Update to h6; clinical code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3 thv IFU was reviewed for guidance and instructions. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography are heart failure, pericardial effusion, pleural effusion, exercise intolerance or weakness. Additional potential risks associated with the use of the thv, delivery system, and/or accessories are paravalvular or transvalvular leak. There was no IFU deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak was confirmed based on medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 6 years and 5 months post successful implant of a 26mm sapien 3 valve, with minimal paravalvular leak (pvl). The pvl was recently found to be more severe, and the patient is being evaluated for repeat balloon valvuloplasty or a valve in valve procedure." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Review of medical records revealed progressive valvular disease, as indicated by development of cardiomyopathy and severe mitral regurgitation in addition to aortic valve pvl. It is possible that the resulting heart disease had influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve, and thus, giving rise to the paravalvular leak. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
Update to b1,b5, b7, h1 and h6. This report is to acknowledge findings from the medical records that the valve had mild transvalvular aortic insufficiency. The investigation is ongoing.

Event description:
It was reported by the fcs, that the patient expired. A review of medical records found that the patient expired approximately 2 months and 16 days post valve-in-valve (viv) tavr, there was no allegation an edwards device caused or contributed to the death. It is more than likely that the patient expired from a combination of their vast comorbidities. However, a new finding in the medical records found mild transvalvular aortic insufficiency.